Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the cartridge tubing during the loading sequence. Customer changed the cartridge to resolve the issue. Customer's blood glucose was within range (value not provided).